Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum were inspected for anomalies. None were found. An occlusion test was run and the reservoir was not occluded.

Event description:
The customer reported via phone call that they had a no delivery alarm while changing the reservoir. It was also found the alarm would occur during a manual prime. Customer's blood glucose was unknown. The customer stated the alarm was resolved by a complete set change. Customer was unable to troubleshoot at the time of the call. Customer agreed to return the reservoir for analysis.